Event description:
It was reported that a patient presented for an elective replacement of pulse generator. The right ventricular lead exhibited loss of capture threshold and low pacing impedance. The lead was capped and replaced on (B)(6) 2017. No patient symptoms were reported and the patient was stable post procedure.